Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer had high blood glucose level. The customer's blood glucose level was 459 mg/dl. The customer declined the troubleshoot for the high blood glucose. Customer reported that the infusion set pulled out and product was not adhering. The insulin pump will not be returned for analysis.